Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl with a high level of ketones. A bolus was delivered to address bg. However, bg did not lower. Customer reverted to using manual insulin injections and bg lowered. Healthcare provider alleged the pump was not delivering insulin as manual injections lowered bg and pump did not.